Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function.